Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited multiple inappropriate ams episodes with r wave oversensing. No intervention was performed. The patient was in stable condition and would continue to be monitored.